Manufacturer narrative:
Concomitant product: product ID 8709, lot # j0058202r, implanted: (B)(6) 2001, product type catheter. (B)(4).

Event description:
A manufacturing representative reported that an alarm was heard (telemetry had not yet been performed). The patient reported through the manufacturing representative that the personal therapy manager (ptm) showed 8476 (which was the code for motor stall). The patient did not sleep well on the night of (B)(6) 2015, and her ¿legs felt like when her pump had gone empty in the past.¿ the indications for use were non-malignant pain and post lumbar laminectomy syndrome. Drug information on the medication being delivered by the system was unknown. The cause of the issue, troubleshooting performed, specific symptoms in the patient¿s legs, actions/interventions taken to resolve the motor stall, and the outcome were unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.